Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5140897, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient was experiencing severe leg pain following a trail procedure. The patient was provided with medication. No further information could be obtained.